Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 50mm thoracic aortic aneurysm. It was reported that when the patient returned for follow-up on an unknown date, an endoleak was confirmed by CT imaging. As it was thought there was a possibility of type ia endoleak, additional intervention was performed. It was reported that the endoleak was not confirmed by angiography during the additional treatment. A non-mdt stent graft was then implanted. The procedure was then completed and another angiography was performed and there was judged to be no endoleak present. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.